Manufacturer narrative:
The reported complaint was confirmed. Per the pst, during laboratory evaluation, the epgs calibrated successfully but there was about a 10% difference between what the fio2 was set to and what the oxygen (o2) analyzer was reading. The fio2 could also not pass 90% when set to maximum output. Even using manual controls only, with the epgs disconnected from the lab use only (luo) testing equipment, the fio2 could not surpass 90% even with the o2 knob turned fully clockwise (100% o2). The pst installed a luo gas blender into the epgs. The epgs fraction of inspired oxygen (fio2) setpoints all met specification while using the luo gas blender. The service repair technician (srt) replaced the gas blender. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. This complaint is related to cr-82858 / medwatch #1828100-2021-00349.

Event description:
The product surveillance technician (pst) reported that during testing of the device at the service center, the electronic patient gas system (epgs) could not produce a fraction of inspired oxygen (fio2) higher than 90%. There was no patient involvement.